Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they were getting less insulin during bolus. Customer was using insulin pump within 48 hours of high blood glucose level. Customer was ok to troubleshoot. Customer stated that they had problems with the screen of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.